Event description:
Physician reported a rupture of the left device. The device was explanted. Left side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported, a rupture of the left device. The device was explanted. Left side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Physician reported a rupture of the left device. The device was explanted. Left side.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified, two devices with unidentified side are observed. A device whit the device was broken shell and red encapsulation. Unable to confirm, whether the device is received complete. The second device flat device and red encapsulation. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis. It is not possible to determine, the most likely failure mode.

Event description:
Physician reported, a rupture of the left device. The device was explanted.